Event description:
One of the 6" front casters came off while user was rolling the walker at hall way. Walker on side, head hit on hall wall, and his eyeglasses hit his nose. Paramedics called & transported to: med ctr. Emergency room. Cat scan & multiple x-rays were taken. Result: nothing broken. Skin tears & sore spot. User is home resting at the same day.